Event description:
It was reported that during a laparoscopic gastrectomy procedure when the surgeon fired the clip it was twisted. He removed the failed clip and tried again, but it was twisted again. No patient consequences reported. Procedure was completed with same like device.

Manufacturer narrative:
(B)(4). At the time of this submission, the device has not been returned for analysis. If the device or further details are received at a later date, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). The analysis results of the er420 device found that it was received in good visual condition. In an attempt to replicate the incident reported the device was functionally evaluated. Upon firing of the device, the remaining 9 clips were not properly fed into the jaws, causing the clip to be fed sideways and ejected; finally, it locked out as intended. No scissor clips were noted during testing. It could not be determined what may have caused the found feeding issue. The batch record was reviewed and no anomalies were noted during the manufacturing process.